Event description:
Potential for injury associated with a tdxsp-cg custom power wheelchair where the goodbye display will not turn off and the rubber came off the caster. This event could result in the user not knowing if the chair is on or off, and unintended movement could occur.